Event description:
It was reported that a patient incident occurred while using a filter integrated argon plasma coagulation (fiapc) circumferential probe. The probe was being used in a colonoscopy to deliver apc for the treatment of arterio venous malformations (avms) in the cecum (note: the argon plasma coagulator model apc 300 settings were 40 watts at 0.5 liters per minute argon gas). The patient's bowel preparation was poor. Therefore, the fiapc circumferential probe was removed from the scope and the tip was cleaned. Then the circumferential probe was re-inserted into the scope but it was not realized that the ceramic tip was missing. Upon re-insertion, activation was resumed and the patient's bowel was perforated. Therefore, surgery was performed to repair the bowel.

Manufacturer narrative:
The account discarded the damaged fiapc probe; therefore, the specific device could not be evaluated (note: the account also could not provide the lot number of the involved device). Even though it cannot be determined exactly why the tip broke off, the reported damage is indicative of the probe's tip being improperly handled/cleaned. Therefore, the customer will be instructed to ensure that all of the guidelines in the notes on use (nou) are adhered to and specifically the cleaning section for the probe type as follows. "If cleaning the tip of the probe during use, do not apply longitudinal force because doing so may damage the head or cause it to become loose/separated from the tubing. To clean the tip, use a sterile swab or gauze and a circular motion to remove debris." Furthermore, the correct position of the end of the probe should be visualized on the monitor prior to any activation. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work will be offered to the medical center. No trends have been identified with this situation. Erbe USA, inc. Is now closing the file on this event.